Event description:
It was reported that pump touchscreen was scratched and not always responsive. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, pump warranty was reported as expired and pump could not be repaired or replaced, and no additional information was received regarding the outcome of the event.